Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, it was found that the insertable cardiac monitor (icm) exhibited failure to interrogate via bluetooth telemetry. Issue was unable to be resolved with troubleshooting performed and the icm also exhibited no magnet response. The icm was explanted with no replacement device implanted. Patient condition was stable.